Event description:
Olympus was informed that during an unspecified type of procedure, the users experienced multiple color lines on the screen with no image displaying. No further details were provided.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report without success. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the image was invisible. The insertion tube was found severely buckled, dented, discolored, blistered, and torn with the metal mesh exposed which was attributed to physical damage and chemical damage. Additionally, the light guide tube was noted with excessive buckles and numerous broken frayed wires were observed on the bending section mesh on the insertion tube. Angulation was found low due to stretched angulation wires and excessive plays were noted on the control knob. The reported phenomenon was attributed to the damaged charged couple device (ccd) unit due to physical damage and extensive usage. This report is being submitted as a medical device report in an abundance of caution.